Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). A 3.0mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon second inflation at 6 atm for 10 seconds and a vertical separation was noted at the middle of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There were no patient complications and the patient was in good condition after the procedure.